Event description:
It was reported that the staple line broke after the procedure which led to an infection in the patient¿s scar.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch #: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what part of the body was the skin staples applied? Knee. How the infection treated? Unk. Was the stapling done by one or two individuals? Unk. Were the skin edges approximated with forceps ahead of the stapler? Unk. Was the device fired plastic to plastic? Yes. What actions were taken to resolve the issue with separated staple line? Unk. What is the condition of the patient? The patient goes well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.